Event description:
Device malfunction: failure to advance thumb advancer/difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the thumb advancer could not be advanced and the sheath did not completely split. The safety release was applied to collapse the locator wings but was unsuccessful. Counter traction and force was used to remove the device from the patient anatomy. Hemostasis was achieved using manual compression. There was no adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not complete.